Manufacturer narrative:
(B)(4).

Event description:
The patient underwent pump replacement surgery due to eri. Upon trying to disconnect the catheter from the pump it broke very easily. The catheter seemed stiffer. No excessive traction was made on the catheter. The pump segment was replaced. The drug that was administered via the pump was fentanyl. Additional information has been requested.